Event description:
Doctor reported that patient went to the clinic with pain, swollen face and inflammation. Antibiotic treatment did not work. Doctor decided to remove implant at tooth site 46 due to infection. The patient has not yet decided whether to place another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.